Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. No system messages were found in the event log on the event day. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "posterior capsule tear" (capsule bag tear, posterior). Product problem(s): "the vacuum would not release" (aspiration issue). The nurse reported the vacuum would not release during phaco. A posterior capsule tear occurred. The surgeon was performing an anterior vitrectomy and the probe would not aspirate. The system was switched out to complete the anterior vitrectomy. The surgeon was unable to correctly place the iol and did not implant the iol.